Manufacturer narrative:
Product event summary product ID# 4968-25 analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 4968-25 implantable pacing lead, implanted: (B)(6) 2011; 6937a-35 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance and noise on an electrogram. The lead was found to be fractured and was explanted and replaced. No patient complications have been reported as a result of this event.